Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure the surgeon was unable to acquire an accurate registration. Patient registration was successful using (B)(4), however, the surgeon deemed being 1cm inaccurate. The surgeon opted to cancel the procedure.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed, findings are that this is a use error identifying a need for improved tracing technique. Software is functioning as designed. (B)(4) 2014 a medtronic representative, following-up at the site, reported attending two successful cases with this same surgeon, subsequent to the reported event. The medtronic representative switched out the computer and performed testing. Site staff received additional training on proper tracing techniques.

Manufacturer narrative:
Correction: per further review, the reported incident was re-classified from an adverse event to a product problem as the event occurred prior to patient incision. A review of the complaint history found no further issues.